Manufacturer narrative:
Based on the information received, the investigation was unable to determine the cause of the reported issue. Factors that may contribute to suture separation during knot advancement include, but are not limited to, user technique (tensioning angle not coaxial) or suture/ nick damage. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3/b6 - estimated dates.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a percutaneous coronary interventional procedure using a 6f sheath. Reportedly, a suture break occurred during knot advancement. Manual compression was applied to achieve hemostasis. There were no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.